Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. B5: the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+1.0/002 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6)2023. The lens was reported as low vaulting and patient experienced a refractive surprise. The lens remained implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming. Claim # (B)(4)

Manufacturer narrative:
B5 - surgeon contacted advising "that he did lasik and patient is 6/6 after the lasik procedure". Also reported "os lens remains implanted". Claim # (B)(4).

Manufacturer narrative:
A2: unk, a4: unk, a5: unk, a6: unk, b3: unk, d4: expiration date unk, d6a: unk, d6b: unk, h4: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+1.0/002 (sphere/cylinder/axis), in the patients left eye (os). The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4)